Event description:
It was reported that the patient received an alarm on his insulin pump. His blood glucose was over 300 mg/dl. The patient was advised he would need to discontinue use of the insulin pump and to revert to a back-up plan. It was also explained to the patient that a possible cause for the alarm would be that the force sensor did not detect the reservoir during seating. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report 2032227-2014-05614 for simultaneous issues with separate insulin pump reported by the same patient.